Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of and touch contamination and peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, a break in aseptic technique occurred, described as touch contamination. Furthermore, the break in aseptic technique was attributed to have been caused by antibiotics, and had "turned into a yeast infection." On (B)(6) 2011, the patient experienced peritonitis culture positive for staphylococcus and candida albicans and was hospitalized the same day. Treatment was not reported. The patient was discharged (B)(6) 2011. The patient was recovering from peritonitis. The outcome for the event of touch contamination was unknown. Dianeal and extraneal therapies were withdrawn on an unreported date. The nurse believed the peritonitis was caused by touch contamination and antibiotic use, which turned into yeast and not related to dianeal and extraneal therapies. An opinion of causality was not reported for the touch contamination.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error-poor aseptic technique. A batch review was performed for the potentially associated lot number (gd882613). There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.